Event description:
On (B)(6) 2012, it was reported that the pt woke up with a blood glucose level of 460 mg/dl. He checked his infusion device and it was "dead". The infusion device did not provide any alarm or error message prior to shutting off. The pt changed the battery, but the device did not turn back on. He was able to correct the elevated blood glucose levels via insulin injections. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the production data shows no deviations of the specifications as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product returned for evaluation.